Event description:
The patient underwent a lead revision procedure due to the suture anchor of the lead eroding through the patient's scalp where it was originally placed by the physician. The physician cut and removed the areas of the lead that was eroding and left the remaining lead in the patient. The patient was reportedly doing well following the procedure.